Event description:
This is an adverse event recorded on a crf as part of the pt registry for barrett's esophagus. The pt was prospectively enrolled with 1 cm indefinite dysplasia. Following a secondary focal ablation the pt complained of intermittent dysphagia usually for solids. Balloon dilation was performed during upper endoscopy. Dysphagia was resolved after dilation. Per physician the severity was mild and relationship of event to device procedure was probable and there was no device malfunction.